Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was alledged that the patient was burned. Further information confirmed that there was no surgical delay or medical invervention.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient burned. Probable root cause: safelight design, boot material, light source. Use error: the reported failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known at this time since the serial/lot number was not provided. (B)(4).

Event description:
It was alledged that the patient was burned. Further information confirmed that there was no surgical delay or medical invervention.